Event description:
Dealer claims that the new custom chair had the housing rotate under which resulted in a fall forward out of the chair. He was inside his home and was transferring to his right side when it occurred. Reported (B)(6) 2026 but injury occurred in nov 2025.

Manufacturer narrative:
After retrospective review of complaints, this report will be filed in abundance of caution because record was not reported. No additional information or communication with the end user after the initial report. Replacement parts were provided. Complaint investigation report - chair has not been returned for further evaluation.